Event description:
The customer reported the system would intermittent not function. There is no report of serious injury or death associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.